Event description:
It was reported that the patient has been in the hospital twice since last week due to seizures. Patient was reported to have stopped breathing during one of the seizure episodes. Patient was discharged from the hospital. The patient's vns device is believed to be no longer working. But patient's device was checked by tc and confirmed to be working and not at eos. A battery life calculation performed with the recent settings shows that the patient has 0.4 years until neos - yes. The patient's neurologist is out of the office until (B)(6) and therefore patient has not consulted the neurologist.